Event description:
A malfunction alarm was reported with the code malf 9, but there was no adverse impact on the customer¿s blood glucose level. The customer did not report the blood glucose level exceeding 500 mg/dl prior to the malfunction. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump. The customer was instructed to call back if any malfunction code recurs and acknowledged understanding.